Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation reveals the device appears worn. The distal tip of the reamer appears worn and dull. This complaint can be confirmed. There was no lot number etched on the complaint device, this indicates it is over 4 years old, as mitek began etching lot numbers on this product in october 2015. The likely root cause for this complaint is fair wear and tear due to age and use. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via email that during an acl procedure it was found that their acorn reamer 10 mm is dull. The procedure was completed with another like device with no patient harm or surgical delay to the case. The sales rep could not provide a lot number for the device. The device will be returning for evaluation.